Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: occurred during a sleeve gastrectomy, while stapling on the stomach. Gore 1bsgtri60p reinforcement material was used.

Event description:
According to the reporter: occurred during a procedure. After four staples the handle was blocked. Another manual stapling handle was used with the same problem. There was no patient harm. The patient outcome is alive, no injury.